Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, post-paced t-wave oversensing was observed on stored egm. Programming changes were made. Later, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again. Additional programming changes were suggested.

Event description:
New information received that recommended programming changes were made. However, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again on merlin.net transmission. Further programming changes were recommended.